Event description:
Infusion nurse stated curlin pump showed alarm- motor stalled. Per user manual, rph suggested she replace battery. She replaced battery but it did not work. She will infuse gamunex-c via gravity so patient will not miss infusion. No adverse events reported. Pump available for investigation upon return. Unknown if patient has back up pump. Serial number not provided. No further information provided. Diagnosis for use: nonfamilial hypogammaglobulinemia.